Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/18/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/04/2016 with the following findings: a review of the black box data showed record of a call service 088 alarm on 11/15/2015. During testing, the pump successfully performed the ez prime steps. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. The u-groove was cracked at the back of the pump and the plastic clip was unable to secure. The pump¿s vibratory feature was unresponsive. The vibration motor was found to be defective.